Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5076-52 implantable pacing lead 2003-(B)(6); addrl1 pacemaker 2010-(B)(6). (B)(4).

Event description:
It was reported that there was high impedance and high capture threshold. It was also reported there may be a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.